Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had trouble with the insulin pump and leaking. Caller was explained that this would be an issue with the infusion set or reservoir. Caller was not able to troubleshoot. Caller stated that the issue started about a year after the customer got the pump.